Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal causing pacing inhibition with greater than two seconds of asystole. As the patient was pacemaker dependent, the pacemaker was reprogrammed vvi and the mv sensor was turned off. The pacemaker remains in service and there were no additional adverse patient effects reported.